Manufacturer narrative:
Corrected data: the device was not returned for evaluation. An event regarding alleged revision involving a unknown head was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as the device associated with the event was not returned or made available for identification or evaluation. Medical records received and evaluation: ¿there is no evidence that factors of faulty component design, manufacturing, or materials were responsible for this clinical situation.¿ device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the device was not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Not returned to manufacturer.

Event description:
It was reported that surgeon called rep and mentioned a possible revision of a 25 year old hip. Surgeon did an exploratory and everything was well fixed. Surgeon did revise the liner and head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon called rep and mentioned a possible revision of a 25 year old hip. Surgeon did an exploratory and everything was well fixed. Surgeon did revise the liner and head.